Event description:
No additional information

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382534 and lot numbers 3251066 and 4023048. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. An additional lot number was provided in this complaint for material number 382534. Lot # 4023048 mnf date 24 jan2024 exp date 31 dec 2026 (B)(6)

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: at times defective plastic catheter-where the needle has gone through the plastic sheath that covers the needle.